Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134:user has low glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 108mg/dl. The expected fasting blood glucose test result range is 200- 300mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 239 and 276mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 07/16/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).